Manufacturer narrative:
Concomitant product: product ID 8709sc, lot# n165063002, implanted: (B)(6) 2008, product type catheter. (B)(4).

Event description:
The device was explanted and returned to the manufacturer.

Manufacturer narrative:
Analysis of the pump revealed gear train anomalies, including corrosion and/or wear and/or lubrication and a stall due to shaft- bearing.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the patient noticed that his pump was alarming and, upon interrogation, pump logs showed that a motor stall occurred on (B)(6) 2014 with a tube set message two days later. The patient experienced increased pain and denied withdrawal. Regarding a pump replacement, the reporter was to speak to the patient¿s doctor. The device system was used to deliver fentanyl and bupivacaine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.